Event description:
The customer's wife reported via phone call that the customer had a blood glucose level of 430 mg/dl at the time of the call, which was treated with a manual injection. The customer's wife declined to complete the troubleshooting process and will monitor the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.